Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer had a blood glucose reading of 500 mg/dl and went into diabetic ketoacidosis. The customer had stomach pain and was vomiting. The mother stated that there were two incidents where the tubing was not delivering insulin. The customer stated that the first cannula was bent when she removed the site. The customer will call back to troubleshoot.